Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2017-02972 & 1627487-2017-02974. It was reported during the patient's elective replacement procedure of the scs ipg, diagnostics testing revealed the patient's scs system leads exhibited high impedance. The physician decided to revise the leads. However, due to complications with the administration of anesthesia the procedure was abandoned. In addition, the physician removed the patient's entire scs system.